Event description:
A baxter service technician reported finding a colleague infusion pump with an inoperable pumphead module keypad. This event occurred during product evaluation by baxter. There was no patient injury or medical intervention necessary. No additional information is available. This pump contains user interface module master software version 5.09.90 which is categorized as a remediated colleague 2006 pump.

Manufacturer narrative:
A baxter service technician reported finding a colleague infusion pump with an inoperable pump head module (phm) keypad. The problem was determined to have been caused by a defective phm keypad. The phm keypad was replaced to fix the problem. The pump was retested and returned to the customer within specification. This issue is being investigated under CAPA.